Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. The issue occurred before therapy and required a swap. No medical intervention provided to the patient, nor a delay was noted. Additionally, based on the information indicating a key panel was requested, the reported issue is deemed to be an alarm led issue which is not reportable. Per gfe response no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi-vendor/clinical engineering department" handled the service call/incident. After the hospital asked a third party to replace the key panel, the equipment returned to normal use. No further information was obtained. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E: the fifth affiliated hospital (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device alarm keeps flashing and suspected a device malfunction. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. This investigation is ongoing.